Event description:
A surgical procedure was being done using a fiber light retractor,m light cable and light source. The connection between the retractor and the cable was hot enough to cause a minor skin burn when the two were disconnected. The burn was treated with ointment and an adhesive bandage strip. The user as aware that fiber light source generator has operating instructions that indicate that light connectors can get hot enough to cause burns and care must be taken during use.